Event description:
(B)(4). Event occurred in (B)(6). The patient's mother reported, about the connection anomaly and detachment. The infusion sets detachment was at quick release or tubing detached from quick release. She had 3 packs with same lot and was afraid to use them. No further information available.